Event description:
On (B)(6) 2024 customer claimed that the stairlift would go up 2-3 steps, then stop. Customer mention that there was an incident 2-3 weeks prior (unknown exact date) where customer walk the stairs and she slipped & fell. Due to the fall, customer suffered 2 cracked vertebrae on s1 & l1.